Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion and prime tests. Unit had minor scratches on display window, scratched reservoir tube window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the customer had a prime rewind issue on the insulin pump. The customer's blood glucose level was 252 mg/dl. The customer stated that they are unable to exit the "preparing to prime" loop. The customer was advised to hold down act until they receive 2nd series of beeps and or numbers appear on the display. The customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The patient was advised that insulin pump will need to be replaced. The customer was advised to revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.